Manufacturer narrative:
Date sent: 03/31/2008. Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the device broke when being removed from the pt. They used another like device to complete the case with no pt consequence. The device was discarded.